Event description:
The pt called lfs alleging that their one basic enhanced meter was reading inaccurately erratic. The pt reported blood glucose results of 111 mg/dl, 160 mg/dl, and 164 mg/dl with the lifescan meter, performed within 10 minutes of each other. On a different day the pt obtained an 87 mg/dl and 237 mg/dl on the same meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%and/or <=20 mg/dl, thereby indicating a potenital malfunction of the meter in terms of precision. The pt had contacted their physician and was advised to test more frequently. The pt did take insulin following the use of their meter. The pt never had any symptoms during the time of concern. The customer service representative was unable to troubleshoot since the pt did not have control solution or a check strip. The csr confirmed that the testing techinique was correct, the test strips were not expired, the test strips were in good condition, and the meter was being cleaned properly. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied, there is an indication that the product malfunctioned and that the meets the criteria for a medical device reportable. The pt was sent a complimentary vial of control solution.